Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc and calibration were passing. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." The investigation was unable to determine a direct root cause. A general reagent issue was not identified.

Event description:
There was an allegation of a questionable elecsys hbsag ii result from the cobas e 801 analytical unit for one patient. The initial result was 0.91 coi (borderline). The repeat result was 0.458 coi (non-reactive), accompanied by a data flag.